Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that during the use of the product, the customer noticed the inner diameter of the product was smaller than others. The customer was using the product (an endotracheal tube) with a non-smiths' medical device put in it. However, they noticed it was smaller than that of ones with other lots, which caused difficulty inserting the medical device into the product. Therefore, they suspected that the inner diameter of the product was small. After changing the product to one with the other lot, the medical device was inserted into the product without problem. There was no patient injury reported. No additional information is available for this complaint.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Ten (10) product samples and four (4) photos were received for evaluation. Visual and functional testing were performed. Visual inspection found no defects were observed in the samples and it was not possible confirm the reported failure mode in the photos. Functional testing found the internal diameter of the ten (10) samples were within specification, therefore the reported failure mode was not confirmed. Devices passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected.